Manufacturer narrative:
Recall #: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to charge the ipg and the programmer displayed a communication error code. The pt had not charged or used the scs system in the past 3 months because he was not in pain.